Manufacturer narrative:
Block e1: the initial reporter is unknown. The complaint originated from canada. The reported healthcare facility is: (B)(6). Block h6: imdrf device code a0501 captures the reportable event of bullet dart detachment.

Event description:
It was reported that during the procedure, the capio suturing device fired correctly but the bullet could not be retrieved from the device. A search was conducted as part of the troubleshooting process, and the bullet may have lodged within the device; however, the bullet could not be located. The procedure was completed using a second device. No patient complications were reported.